Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2018 as no event date was reported. The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a genesys hta procerva procedure set was used during a hydrothermal ablation procedure in the uterus performed on an unknown date. According to the complainant, during the procedure, the physician stated there was a leak but the device did not show any error/alarms that there was a leak and it resulted to patient injury. Reportedly, the hta controller has been tested and it was used successfully many times since the event. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.